Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation reproduced upstream occlusion alarms and found the ultrasonic sensor upper reading to be 2097 and lower reading to be 730 with a fluid filled tube (should be greater than or equal to 2700) caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms. The upstream sensor was replaced.

Event description:
It was reported that a device was experiencing constant upstream occlusion alarms. It was also reported that there was no patient involvement.